Manufacturer narrative:
A4 is unknown. A review of data logs confirmed the complaint. A cannula kink was observed in the returned pump. Testing of the returned pump did not reproduce the pump stop. The cause of the cannula kink was reasonably foreseeable misuse due to the kink found on the returned pump and the data logs showing the kink occurring during support. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop. A kink in the cannula was observed near the motor housing. The pump was exchanged for a new one to continue patient support. No patient harm was reported.